Event description:
It was reported that the table locks did not actuate after the foot pedal was released, causing the tabletop to unexpectedly move without resistance in the longitudinal and lateral directions (free float). According to the site, the unexpected float was intermittent. There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system found that the actuator arm in the foot pedal assembly was out of alignment, preventing proper interface between the arm and opto-coupler as intended. The disruption of this interface simulated a command to disengage the locks, thereby resulting in the unexpected float. Additionally, the fe found that the actuator arm can become misaligned if enough force is applied to the table. The fe readjusted the arm and ensured proper interface between the arm and opto-coupler. The fe verified that the table locks were working properly.